Event description:
It was reported that a small volume infusor leaked. The device leaked into the overpouch after filling and was noted between the connection of the luer and blue winged luer cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14f042 was manufactured june 20, 2014-june 21, 2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received for evaluation. It was visually inspected, noting fluid inside the package containing the unit. The cause of the leak was visually identified as an untightened blue winged luer cap. A functional fill test was performed. After fill, the blue winged luer cap was hand tightened and then the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. If any additional relevant information is received, a supplemental report will be submitted.